Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 32mmx 3.00mm, eccentric, de novo target lesion was located in the non tortuous and moderately calcified left circumflex artery. A 16 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion and the stent was damaged. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination found that the hypotube was kinked at 23.7cm distal to the strain relief. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent identified no damage. The stent was fully crimped onto the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 32mmx 3.00mm, eccentric, de novo target lesion was located in the non tortuous and moderately calcified left circumflex artery. A 16 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion and the stent was damaged. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.